Event description:
The patient reported that their implantable neurostimulator (ins) charge was not lasting as long. They had a pain management doctor but needed a doctor who could replace the ins. The ins used to last 5-6 weeks but now it was only lasting 7-8 days. There was an error message, to call their doctor, at the beginning of (B)(6) 2016, the ins charge was not lasting as long in (B)(6) 2016. There were no symptoms reported. Other relevant medical history includes radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.